Event description:
It was reported that a part of the jaw was missing during the surgery. The fragment was probably left in the patient's body. Additional surgery is required to remove part of the needle holder.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).